Event description:
It was reported to boston scientific corporation (bsc) that an injection gold probe device was used during a procedure. According to the complainant, the injection gold probe device was unable to conduct power. The procedure was completed with another of the same injection gold probe device. No patient complications have been reported as a result of this event. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.